Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed that customer's blood glucose was high. Customer was able to clear the alarm and then got button error alarm on the insulin pump. Customer's blood glucose was 64 mg/dl. Customer drank water with sugar to treat blood glucose. It was also mentioned the blood glucose was 0.3mmol/l. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.